Event description:
A guidewire used for filter placement became lodged in the filter struts following deployment of the filter via a jugular approach. The filter was pulled back in the sheath and the filter sheath were removed as a unit. Another filter was successfully placed with no pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the guidewire was returned in its entirety however, in two pieces. The wire was stretched and the ballweld portion of the distal tip was lodged in between two legs at the tip of the filter.